Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline flex embolization device (model: ped2-475-14 lot: a865240), phenom 27 catheter (model: fg15150-0615-1s lot: oc19-045) found that the phenom-27 catheter total length was ~159.0 cm. The phenom useable length was measured to be ~152.5 cm which is within specification (specification: 150.0 cm ± 5 cm). No damages were found with the phenom hub; however, the pipeline flex pushwire was found extending from the hub ~196.6 cm. The catheter body was found to be kinked at ~1.8 cm from distal tip. No damages were found with the distal tip. An attempt was made to remove the pipeline delivery system from the phenom catheter, however; the delivery system was unable to be removed due to high resistance at the proximal section of the catheter body. In order to remove the pipeline flex delivery system from the phenom catheter, the phenom catheter was cut, and the delivery system was then able to be removed. During the dissection of the catheter body the tip coil was inadvertently cut. No bends or kinks were found with the pipel ine flex pushwire. The distal hypotube was found to be stretched with the ptfe pulled back. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The proximal end of the pipeline flex braid was found to be collapsed and frayed and appeared to have blood residue. The distal end of the pipeline flex braid was found to be collapsed and frayed. The dps sleeves were found intact and not damaged. The tip coil was found to be stretched and damaged. The catheter was destroyed during removal of the pipeline delivery system. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed with pipeline flex embolization device as the proximal and distal ends of the pipeline flex braid was were found to be collapsed. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. H6: method code updated to b01. Result code updated to c0702 and c070601. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the ancillary devices were placed. The pipeline embolization device (ped) (4.75 x 14) was prepped per the instructions for use (IFU), and advanced to the tip of the phenom 27 microcatheter and in the m1 region. The tip coil appeared to be going into the perforator, and the system was drawn back slightly. The ped was pushed forward to reveal the distal part of the braid, and several millimeters were exposed with no opening initially. After a few minutes, the catheter was advanced over the braid again to attempt to push back the polytetrafluoroethylene (ptfe) sleeves. A further attempt to deploy the ped, and the distal tip appeared to be opening, but several millimeters proximally looked to be constricted. The entire system was withdrawn back to check if it had made any difference. The braid was resheathed and another attempt was made with the same results. Since the braid did not look as it should, the system was removed. It was noted the ped was not positioned in a bend, less than 50% had been deployed when it failed to open, and resheathing was performed more than twice. A second ped (5 x 14) was then used but had a similar occurrence. Another replacement device was then used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results were good. The patient was undergoing surgery for treatment of a ruptured blister aneurysm of the left internal carotid artery with a max diameter of 1.5 mm and a 1.5 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. The ped was used for an off-label procedure to treat acute subarachnoid hemorrhage (sah). Dual antiplatelet therapy (dapt) was administered: prasugrel was give two hours prior to the start of the procedure and re-aspirin on deployment. Ancillary devices include a neuron max 80cm, navien 072 115cm, headway duo, phenom 27.